Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000119151.

Event description:
It was reported one of patient's leads was fully impeded. Investigation was unable to identify which lead attributed to the issue. Surgical intervention may be pending to address the issue.